Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed base not responding. Multiple flow and occlusion tests were performed and the reported issue was not duplicated. Base not responding was an advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on (non-issue). As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "base not responding error". Patient involvement is unknown.